Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure the physician noticed that the tip of the catheter was split. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Split tip. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.